Event description:
It was reported that during a colectomy procedure, the white part of the blade (blade which is opposite to the active blade) fell out. An artery got blocked between this white part and the active blade, then the artery got cut. This brought about a major hemoperitoneum in the patient which could be managed by the staff. Another like device was used to complete the procedure. The issue did not bring permanent hurt for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. The device was tested with the test media and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.